Event description:
The user facility reported an unspecified issue with the forceps/instrument channel of the evis exera lll gastrointestinal videoscope. There was no report of patient/user injury or harm due to the event. There was no impact on a procedure. The device was returned to an olympus service center for evaluation and repair. During inspection and testing, foreign material was observed in the suction channel. This report is being submitted for the foreign material identified in the suction channel.

Manufacturer narrative:
During inspection and testing of the device, the foreign matter clogging the suction channel was suspected to be due to insufficient cleaning of the device. In addition, service found the insertion tube sheath was buckling and the adhesive showed signs of deterioration. The bending angulation wires were stretched due to wear. The connector cable, control body, and control switch section were damaged due to physical stress. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 03-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the defect was caused by insufficient reprocessing or handling. It is recommended that the user instruct the method of handling regarding usage environment, et cetera. Olympus will continue to monitor field performance for this device.